Manufacturer narrative:
(B)(4). Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. The ligator head, bands and suture were not returned for analysis. The tripwire proximal loop was broken off adjacent to crimp. Trip wire was not secured into the handle assembly slot. Trip wire had been caught between the spool and handle bracket. The handle bracket and post had been gouged (damaged) by the trip wire. Because the trip wire had been forced between the bracket and spool, the handle spring had been damaged which caused the spring to damage the spool as the handle was forcefully rotated. A functional evaluation of the handle could not be performed due to the damage to the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire allowed the wire to fall between the handle spool and bracket during use and most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used on a procedure. According to the complainant, the trip wire was tangled in the handle. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.